Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject device does not release gas. This issue occurred during reoperation procedure when the device was inside the patient. The surgical technique was changed. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: b5, d4, d8, h2, h3, h4, h6, h11. The device was evaluated on site and the reported failure was not confirmed. The operation of the insufflator was checked. It works correctly. It feeds gas from the spigot. The device meets its specifications. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.